Event description:
Caller states that the outer cannula is not sitting correctly in the of the pt due to the inner cannula not fitting correctly. The caller reported that recannulation of a replacement tube due to the reported issue is scheduled, but has not yet been performed.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned for analysis.